Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2015. Customer's blood glucose level was around 400 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Informed customer device is functioning properly and site issues may contribute to unexplained high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.